Manufacturer narrative:
Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a risk review performed for the faradrive steerable sheath device confirmed that the events of vessel trauma is known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported events of retroperitoneal hemorrhage, hypotension and perforation are known inherent risks of the faradrive steerable sheath device. Retroperitoneal hemorrhage is considered within the risk threshold for surgical complications and perforation is within the risk threshold for vessel trauma. Hemorrhage, vessel trauma, and hypotension are expected procedural complications addressed in the IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
The patient suffered a retroperitoneal bleed and hypotension. It was reported that a faradrive steerable sheath was selected for use. A faradrive sheath was placed in the right femoral vein (rfv). The physician then accessed the left femoral vein (ifv) but was unable to advance the non-boston scientific crystal catheter, which was alleged to kept getting stuck next to the faradrive sheath when part way up the ivc. The patient's venous anatomy looked very narrow at that location. The rfv was then accessed for the catheter, but the crystal would not advance very far. The non-boston scientific crystal catheter was removed, and a wire was inserted into the rfv and the wire never tracked with the rfv. The patient then exhibited hypotension, and contrast was injected into the rfv: there was an opening (perforation) from vein into the retroperitoneal space. A surgeon was called, and they were performing a cut-down on the right femoral vein. At this point, the patient was stable. No further information was provided. Surgical procedure was done. In physician's opinion, the injury to the vein occurred when advancing the faradrive sheath up the right femoral vein. Product return is not expected. Medwatch report # mw5179926.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
The patient suffered a retroperitoneal bleed and hypotension. It was reported that a faradrive steerable sheath was selected for use. A faradrive sheath was placed in the right femoral vein (rfv). The physician then accessed the left femoral vein (ifv) but was unable to advance the non-boston scientific crystal catheter, which was alleged to kept getting stuck next to the faradrive sheath when part way up the ivc. The patient's venous anatomy looked very narrow at that location. The rfv was then accessed for the catheter, but the crystal would not advance very far. The non-boston scientific crystal catheter was removed, and a wire was inserted into the rfv and the wire never tracked with the rfv. The patient then exhibited hypotension, and contrast was injected into the rfv: there was an opening (perforation) from vein into the retroperitoneal space. A surgeon was called, and they were performing a cut-down on the right femoral vein. At this point, the patient was stable. No further information was provided. Surgical procedure was done. In physician's opinion, the injury to the vein occurred when advancing the faradrive sheath up the right femoral vein. Product return is not expected. Medwatch report # mw5179926.